Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose (bg) level of 320 (mg/dl). Reportedly, contact stated that the customer had insulin pens available to treat their bg level and to use for alternate insulin therapy. Contact reported that they would contact a health care provider to obtain the dosing information for insulin pen use. Multiple attempts were made by tandem's technical support to follow up with the contact; however, no additional information regarding this event was provided.